Event description:
It was reported that during transport of a pt from the operating room to the intensive care area after operation (cardiology) ventilation problems occurred. Reportedly, ventilation pressure was increasing and no alarm was heard. Reportedly the pt died.

Manufacturer narrative:
The device is still in quarantine and drager medical does not yet have access to the device to start investigation. If investigation should be possible, results will be reported in a follow-up report.